Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the primary tubing set for a piggyback delivery of an unspecified volume of platelets. After an unspecified length of time, the nurse noted solution from the secondary solution container backflowed into the primary solution container. The customer contact reported that the tubing of the primary tubing set was clamped after the backflow of solution was noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.